Event description:
Customer reported that the alarm is broken, but is unsure exactly what is wrong with the alarm. The customer could not provide a date when the issue was discovered. No pt incident or injury was reported.

Manufacturer narrative:
Results: eval of the returned product confirmed the reported issue. The unit does not power on with batteries, but powers on with a 9v adaptor. The nurse call feature turns on an doff when in use. The led cover is pushed into the case. There are scuff marks on the green over mold. There is battery leakage and corrosion inside the compartment and the rj-11 pins are corroded. (B)(4).